Event description:
Additional information was received from the rep and confirmed by the physician. It was reported there was a volume discrepancy in (B)(6) 2020 where 11cc was aspirated and 7.3cc was expected. A volume discrepancy occurred in (B)(6) 2020 where 7.1 cc was aspirated and 10cc was expected. Two other volume discrepancies occurred on unknown dates where 11.5cc was aspirated versus 8.5cc expected and 6.3cc aspirated versus 11cc expected. It was reproted that dosing was increased over the course of 1.5 years to twice the patient's original dose. Flex dosing was tried. A dye study was performed on (B)(6) 2020 where 2cc was aspirated and 5cc of dye was injected. The dye was observed at the catheter tip and diffusing through csf. No contrast was seen pooling in the pelvic area. The patient was referred to the implanting physician consult. Surgery had not yet been scheduled. The hcp reported that the patient might be having increased disease progression. It was unknown if the issue was resolved. The patient's weight was unknown, but the rep would follow-up for it. Additional information was received from a company representative on (B)(6) 2020 who reported that surgery had not yet been planned. The physicians were evaluating the situation and had not yet determined if/when surgery would occur. The issue was not yet resolved to the reporter¿s knowledge. No devices had been explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient wasn't getting efficacy "like before." A dye study was performed and was successful, they were able to withdraw cerebrospinal fluid and the catheter tip was where it should be. At a recent refill, there was more medication withdrawn than expected and the hcp thought it was "out of range" but the specific volumes were not known. Considerations were discussed. No further complications were reported.